Manufacturer narrative:
Visual inspection of the returned component, an osseotite® tapered certain® implant (xifnt485), has confirmed the internal hex was found to have been stripped. A complete dimensional analysis cannot be performed due to the damage to internal hex. A visual comparison of the external features of the returned product to the component drawing did not indicate a manufacturing defect that would have contributed to this event. A definitive root cause could not be determined. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event.

Event description:
During placement, the internal hex of this implant was stripped while using an internal ratchet extension. The doctor was unable to complete the procedure. The site was grafted, then sutured.